Event description:
It was reported that the nurse had to constantly manipulate the volume or rate to make sure the chemotherapy would finish in time. However, there was a day it finished early and another when it finished late because of the volume readings. "The syringe pump would read a different volume than what was actually in the syringe. This happened multiple times and if the syringe was re-adjusted in the barrel. It would read another different number. When it was reading a different volume it would alter the rate therefore changing the length of the infusion. This happened on different days for different syringes. The syringe module was also changed out and still experienced similar issues. This issue happened back in 2.11-2.13. This similar incident happened again last week- same drug but over a 12 hour rate and the syringe module was reading different volumes- the syringe module was switched out and continued to re-occur." No patient harm was reported.

Manufacturer narrative:
The reported issue that the syringe pump would read a different volume than what was actually in the syringe could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿the syringe pump would read a different volume than what was actually in the syringe¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the syringe pump would read a different volume than what was actually in the syringe was not determined because no product or device logs were returned. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided. Although requested, the affected device has not been received.

Event description:
It was reported that the nurse had to constantly manipulate the volume or rate to make sure the chemotherapy would finish in time. However, there was a day it finished early and another when it finished late because of the volume readings. "The syringe pump would read a different volume than what was actually in the syringe. This happened multiple times and if the syringe was re-adjusted in the barrel- it would read another different number. When it was reading a different volume it would alter the rate therefore changing the length of the infusion. This happened on different days for different syringes. The syringe module was also changed out and still experienced similar issues. This issue happened back in (B)(6) 2013. This similar incident happened again last week- same drug but over a 12 hour rate and the syringe module was reading different volumes- the syringe module was switched out and continued to re-occur." No patient harm was reported.